Event description:
A customer reported via webform that the adc device detached prematurely. It was further indicated that the customer received juice, sugar, and food from a healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Watermark was observed at the base of the sensor tail indicating an insertion failure. No physical damage was observed on the returned sensor patch. No malfunction or product deficiency has been identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. It was further indicated that the customer received juice, sugar, and food from a healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.